Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient data/information not provided by reporter. This report is for unknown vectra plate-screw/unknown lot number. Explanted date: not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had anterior cervical discectomy and fusion (acdf) surgery at c5/6. The surgeon did not use fluoroscopy for surgical implantation of vectra. However, a final x-ray was taken prior to closing the patient and showed the implant was at the incorrect level of c6/7. The surgeon removed the implant at c6/7 and implanted a different size vectra plate/screws at c5/6. No additional intervention was performed at c6/7. No surgical delay. No additional information available. This report is 1 of 1 for com-(B)(4).